Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that (include analysis results and any components replaced). The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ssd needed to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the system would not boot up properly and instead it goes to a black screen and will not get to the login screen. Another rep looked at the system and encountered an efi shell version message. The rep was unable to bypass this message by hitting escape or any other key. The rep tried multiple reboots without resolution so the rep was sent a new computer and a new ssd. The rep was instructed to try replacing the ssd first and then if the issue did not resolve to place the old ssd in the new computer and replace the computer. After replacing the ssd the issue resolved. There was no patient involved with this issue.

Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found through functional testing, performance testing, visual/physical examination, and proceduralized device testing. Analysis states that the unit boots normally, with multiple cycles. The unit has passed the burning and all rpi requirements. If information is provided in the future, a supplemental report will be issued.